Event description:
It was reported that during a procedure to treat a lesion in the obtuse marginal (om), a perforation occurred which required the use of a graftmaster stent. The 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced, but after multiple attempts, the sds could not cross to the perforation in the bifurcation area of the om and the circumflex arteries. Long balloon inflations were used to seal the perforation successfully. The patient had a excellent outcome. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.